Manufacturer narrative:
Concomitant medical products: dtba1d1, ICD, implanted (B)(6) 2016.

Event description:
It was reported that there was an alert for high right ventricular (rv) lead impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, and date of birth. If information is provided in the future, a supplemental report will be issued.